Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed opening assessed as surgical damage. Observed a missing piece of shell assessed as inconclusive. As per the investigation procedure creases were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side rupture via ultrasound. The device has been explanted and replaced by another manufacturer's device.

Event description:
Healthcare professional reported left side rupture via ultrasound. The device has been explanted and replaced by another manufacturer's device.

Manufacturer narrative:
E1. Phone number continued: (B)(6) visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture